Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset successfully. The issue did not recur, and the customer was advised to continue using the pump, with instructions to call back if any further issues arise.